Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd phaseal optima connector leaked. The following information was provided by the initial reporter: " it was reported by the consumer leakage. "

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2109506, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2109506, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the connector along with a sample injector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that bd phaseal optima connector leaked. The following information was provided by the initial reporter: " it was reported by the consumer leakage. "

Manufacturer narrative:
The following fields were updated with additional information: d.4. Lot number: 2109506; expiration date: 2023-08-31. H.4. Manufacture date: 2021-09-22.

Event description:
It was reported that bd phaseal optima connector leaked. The following information was provided by the initial reporter: " it was reported by the consumer leakage. ".